Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer proceeds to remove the sensors and noticed the cannula was smaller. Customer's blood glucose value was 220 mg/dl and sensor glucose value was 140 mg/dl. The customer was assisted with troubleshooting. Customer states the inserter needle was hard to remove, then states that they gets sensor glucose that are incorrect and sensor glucose value were off by 100 points. The device will not be return for analysis.